Event description:
The client returned product (cev150a6) to mxi service and repair for replacement of rotating valve.

Manufacturer narrative:
(B)(6). Eval of cev150a6 indicated that the head of the trocar was found to be broken at the valve and the valve was detached. The most likely cause of the break is excessive force by the client. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).